Event description:
It was reported that about a month post implant the atrial lead had dislodged. The lead was unable to be repositioned successfully and therefore was removed and replaced. However, positioning of the replacement lead was unsuccessful. The replacement lead was then removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58 implantable pacing lead, implanted: (B)(6) 2013; a2dr01 implantable pulse generator, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood.